Event description:
It was further reported, the event was found during reprocessing and no patient or procedure was involved when the event was found.

Manufacturer narrative:
This report is being submitted for correction to e1 and additional information. Event date, reporter name, reporter conatct and event description updated. Please see updates to b3, b5, e1, e2 and h6. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: IFU (reprocessing manual) states that patients or operators who use device for next procedure may be in danger of infection in case insufficient cleaning/disinfection/sterilization is conducted on device. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
A device evaluation confirmed the customer allegation- ¿air/water nozzle blocked¿. Due to clogging of aw-tube, air supply and water supply volume does not meet the standard value. Distal end cover was deformed and connecting tube was wrinkled. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The field service engineer on behalf of the customer reported, the air/water nozzle of the videoscope was blocked, angulation was low and bending tube was deformed during inspection. The device was returned and an evaluation revealed foreign material in the forceps elevator and the air/water nozzle was clogged with foreign material. Dirt/protein was confirmed in the following parts: bending section cover, control unit, right/left (r/l) knob and up/down (u/d) knob. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.